Event description:
Medtronic received a report that the distal section of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm was located in the right carotid artery with a max diameter of 5 mm and a 5 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.5 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed an intracranial aneurysm. It was reported that the patient had a carotid artery aneurysm. The operator selected a shield flow-diverting stent. After the access pathway was established, the stent was delivered to the ipsilateral m1 segment. After exposing approximately 7¿8 mm of the tip end of the stent and waiting for about 10 seconds, the tip end did not open. Deployment was continued for approximately 12 mm, and the tip end still failed to open. The operator attempted resheathing and redeployment; after maneuvers such as shaking, pushing, and pulling, the tip end still did not open. Adjustments to microcatheter tension were also attempted, but it remained unopened. The stent was then removed from the patient, and it was observed that the tip end of the stent could not be opened. After replacing the stent, the procedure was completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ton-bridge silver snake guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.